Event description:
"Customer alleges when he first received the power wheelchair about six months ago, the release handle for the front riggings would not adjust. He contacted the provider and they had someone come out to service the product and they replaced the front riggings. Customer alleges that after this service the release lever broke off from the weldings. Customer also alleges the front riggings completely broke off at the welding."

Manufacturer narrative:
No RMA has been initiated for this event. Model tdxsi-2, serial number/date code (B)(4) is approximately 8 months of age. The owner's manual part number 1154294 (rev h jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges when he first received the power wheelchair about six months ago the release handle for the front riggings wouldn't adjust. He alleges he contacted the provider and they had someone come out to service the product and they replaced the front riggings. The consumer alleges that after this service the release lever broke off from the weldings the consumer also alleges the front riggings completely broke off at the welding.